Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient 2 faced infusion sets leakage at site event which led to high blood glucose level and high ketones. On (B)(6) 2025, the patient went to the emergency room (ER) for 6 hours. The patient's highest blood glucose level was 430 mg/dl. During hospitalization, the patient received intravenously (IV) insulin and fluids of saline and insulin as corrective treatment which resolved the issue. The infusion set was in use for less than 24 hours. No further information available.